Manufacturer narrative:
The insulin pump had blank display due to broken connector on interface board. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump stopped working and that the screen was blank. The customer removed the battery, reinserted the battery and the blank screen persisted. The customer's blood glucose was unknown. While troubleshooting, the customer explained that the insulin pump had been dropped a month prior. The customer stated that insulin pump had not been exposed to moisture. The customer confirmed that the battery compartment and spring were neither damaged nor corroded. The customer was advised that a replacement insulin pump would be sent per the customer's request. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.